Manufacturer narrative:
The investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune rp tibial impactor was reported with unknown reason. Update (B)(6) 2017:phone call initiated (B)(6) 2017 at 11:37am. Sales rep responded that there's no adverse consequences that affected the patient and all pieces were retrieved from the patient and was discarded. Updated on (B)(6) 2017 on (B)(6) 2017 upon evaluation of the returned device, the impactor is broken (two pieces).